Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl; cause was unknown. The contact provided an energy drink as the customer was not coherent. System check was perform with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use with the pump on (B)(6)2018. The user made settings adjustments to the basal rate during several personal profile segments on (B)(6)2018. These changes increased the total daily basal the patient received by 1.15 units. Complaint could not be confirmed. It is possible the settings adjustments impacted the patients bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.